Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that pacing impedance measurements have varied from 450 ohms to greater than 2,000 ohms for approximately 6 months, however, measurements in clinic were noted to be in the 400 ohms range and high out of range measurements were unable to be recreated. An x-ray was scheduled. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that varied pacing impedance measurements were observed in addition to varied pacing threshold measurements. An invasive procedure was performed. The lead was removed from the device header and tested on a pacing system analyzer (psa) and noted within range pacing threshold measurements and pacing impedance measurements. The lead was then reconnected to the device header and measurements consistent with the psa were observed. The device set screw was noted to be tight and the lead was not felt to be underinserted into the device header. A device header issue was suspected and the ICD was explanted and replaced. The rv lead remains implanted and in service. No additional adverse patient effects were reported.